Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy by video procedure, the surgeon reported that the product presented problems during its use. It cut but didn't staple. The patient did not have any consequence due to this event. Another like device was used to complete the procedure.